Event description:
Customer reported that the button on his device required two or three pushes to activate the screen, which he found to be annoying since the first day of use. There was no adverse impact to richard's blood glucose level. No additional information was received regarding the outcome of the event.